Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the device would not extend because the flare was detached from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Visual evaluation of the returned device found the wire kinked near the handle, and the handle cannula was slightly bent. The flare was detached from the catheter in the proximal section and the catheter has marks from the flare process performed during manufacturing. Functional testing could not be performed due to the condition of the returned device. The complaint was confirmed; the detached flare prevented device actuation. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address flare detachment issues.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the device would not extend because the flare was detached from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Event of catheter detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.